Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-may-2024, it was reported that patient faced 10 infusion set tubing damaged events. The infusion sets had been used for almost 24 hours. The blood glucose level was 300 mg/dl at the time of events. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.